Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and needle break. Customer's blood glucose level was 560 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for needle break was performed. Customer's father advised the patient had recurring issues with bent cannulas and needed to try different cannula lengths to resolve the issue. Customer advised the needle would get stuck in the patient's skin and cause bent cannulas. Customer father advised they would follow up with their healthcare provider.